Manufacturer narrative:
The devices were discarded and the lot is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (reported as ¿a couple¿) ultra set capd disposable disconnect y-sets leaked from the drain bag. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.